Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarm rang, but when a nurse went into the baby's room, the alarm switched itself off as if someone had completed an operation; the nurse did not see anyone. The device was in clinical use at the time of the incident. The issue was discovered while monitoring a premature baby at the hospital.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.